Event description:
The facility reported a colleague infusion pump with failure code 812:02 on channel a. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Review of the event history revealed the actual occurrence date of this event to be (B)(4) 2010. Device evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 on channel a was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.